Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was today the pt tried recharging the ins for 3 hours and the ins would not increment past 40% for it stopped charging. The pt was charging at excellent but would not change in charge. During call caller verified no damage to the rtm or to the controller charging port. Caller will monitor ins charging and call back if issues persist.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient representative. The patient rep called back stating that they are still having an issue with charging the pt's implant. Caller stated that they cant get it to charge up. Walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; caller reported no device found (16) as the implant is depleted. Caller then reported memory problem (61). Agent walked caller through pairing and reviewed with caller that the controller will need to be charged before they can attempt to charge the implant. Patient rep was called back to continue troubleshooting. Caller confirmed the controller has more charge now but is not yet 100%. Reviewed we can attempt an implant charge session now and see if the issue persists. Agent walked caller through starting an implant charge session; at first showed batteries (49) recharging excellent; controller is 70% and the implant is red/empty. After a few minutes the controller dropped the 60% but the implant did not increase. Then after only a few more minutes; the quality started to disappear and then come back to excellent; then after a few more minutes the charge session stopped (no green light flashing) and no quality came back. Agent had caller try to check the recharging speed and it was greyed out. The caller had a damaged belt. An email was sent to repair to replace the belt. Agent sent email to replace the recharger.